Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, on a laparoscopic pre-peritoneal hernia repair, during the insertion of the device, the top part snapped off from the obturator retracting the balloon dissector. The device was still used to continue the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. Only the obturator was received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. However, a manufacturing fault was identified during product analysis. The root cause of the damaged obturator was determined to be a result of a manufacturing activity. During assembly, a machine could have affected the strengths of both components resulting in brittle materials. A process improvement has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.